Manufacturer narrative:
This supplemental report is to provide a correction to the initial medwatch report. Initially, this complaint was submitted as a reportable malfunction conservatively. However, upon further review, this is being corrected to a non-reportable event. The initial medwatch reported the subject device took numerous pictures; however; per the legal manufacturer, this issue is not likely to cause or contribute to death or serious injury if the malfunction were to recur.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation of erbe on evis exera iii video system center took numerous pictures was not confirmed. The unit passed all functional tests. All video output signals and images tested okay. In addition, an e302 error was displayed due to the internal buffer being full. There was a moisture invasion on the front panel. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
A biomedical engineer reported to olympus, when using erbe (electrosurgical) on a evis exera iii video system center it took numerous pictures. The subject device was tried on two different erbe devices. The unspecified procedure was completed using the subject device. There was no report of medical intervention, prolonging of procedure, or patient harm associated with this event.